Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent did not fully expand. The deformed shape was maintained on radiography. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event, it was reported to be stable.